Event description:
The field service rep (fsr) reported that during preventative maintenance of the device, the "magnetic detent" piece cracked when it was removed for preventative maintenance (pm). The roller pump is located directly under the isoflurane vaporizer. The broken magnetic detent shows signs of melting from the isoflurane. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) replaced the magnetic detent with a van stock part. With the detent replaced, the unit operated to MFR specifications and was returned to clinical use. No add'l action will be taken at this time.